Event description:
It was reported that a 56-year-old female patient underwent a breast reconstruction surgery with a 450cc mentor memorygel breast implant. Post-operatively, the patient experienced a rupture on the right side, which was confirmed during a revision surgery. The patient underwent removal and replacement with a 470cc mentor memorygel xtra breast implant on (B)(6) 2022. There were no reported patient consequences due to the rupture that was discovered during the revision surgery.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 24, 2022, mentor received the device for evaluation. On november 29, 2022, mentor completed a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, according to mentor procedure, and it identified a tear within an area of shell abrasion in the posterior view, measuring approximately 0.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Manufacturer's reference number: (B)(4).